Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. Functional testing was completed using a thruway .014 guide wire, as the guide wire used in the clinical event was not returned for analysis. The thruway guide wire was inserted distally and advanced through the entire length of the device and exited through the exit notch with no resistance felt. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09693. It was reported the catheter froze on the wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.5 x 38 and a 3.50 x 28 synergy¿ drug-eluting stent were placed in peripheral lad and intravascular ultrasound (ivus) was performed. It was then noted that the 3.50 x 28 synergy¿ stent in the proximal lad was not sufficiently inflated. A 3.50mm x 12mm nc emerge® balloon catheter was then advanced for post-dilatation. After inflation was performed four times at 12 atmospheres, 16 atmospheres, 20 atmospheres and 20 atmospheres, the balloon catheter was pulled outside the body in order to perform ivus check; however, the guidewire became stuck in the guidewire lumen. The devices were pulled out together. Then outside the patient¿s body, guidewire was able to remove from the balloon catheter and was then passed through the stent again and ivus check was performed. The procedure was completed using a 3.5 x 12 non-compliant non-bsc balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-09693. It was reported the catheter froze on the wire. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 2.5 x 38 and a 3.50 x 28 synergy¿ drug-eluting stent were placed in peripheral lad and intravascular ultrasound (ivus) was performed. It was then noted that the 3.50 x 28 synergy¿ stent in the proximal lad was not sufficiently inflated. A 3.50 mm x 12 mm nc emerge® balloon catheter was then advanced for post-dilatation. After inflation was performed four times at 12 atmospheres, 16 atmospheres, 20 atmospheres and 20 atmospheres, the balloon catheter was pulled outside the body in order to perform ivus check; however, the guidewire became stuck in the guidewire lumen. The devices were pulled out together. Then outside the patient¿s body, guidewire was able to remove from the balloon catheter and was then passed through the stent again and ivus check was performed. The procedure was completed using a 3.5 x 12 non-compliant non-bsc balloon catheter. There were no patient complications nor injuries reported.